Manufacturer narrative:
This reported issue has been identified to be related to a known issue being addressed through a field correction. Remediation and repair of the suspect device has been completed and no further investigation is required.

Manufacturer narrative:
Carefusion requested additional information from the user facility regarding the reported event and status of the patient. As of (B)(6) 2015, there has been no response from the user facility in regards to that request. (B)(4). Carefusion dispatched a carefusion field service representative to the user facility to evaluate and repair the device. The carefusion field service representative has not completed the evaluation of the device as of september 28, 2015. Once the evaluation and repair of the device has been completed carefusion will submit a follow-up medwatch report.

Event description:
The user facility biomed reported that during use on a patient the device alarmed "circuit occlusion" "ext high ppeak" & went inop. There was no report of harm to the patient.

Manufacturer narrative:
Following the submittal of the initial medwatch report on (B)(6) 2015 carefusion noticed that the patient code was incorrect. This follow-up medwatch report is being submitted to provide the correct patient code. (B)(4).